Event description:
Med records show pt had a left breast fibrous canthal contracture ruptured by manipulation. Physician's notes show pt had several closed capsulotomies performed on her left breast throughout the yrs. Pt's mammograms showed calcifications on the left medial side of her breast is somewhat higher with some contracture and slight deformity. There are also some nodular areas on the left side. Operative report states the capsule was very tight. A specimen radiograph was performed on the capsule which did not show the mammographic nodules. The radiograph was performed on the capsule which did not show the mammographic nodules. The physician felt that it had actually been calcifications in the capsule which were palpable and not nodules. Several biopsies were taken in the area of the suspected mass but again, specimen radiographs did not show anything.